Manufacturer narrative:
(B)(4). The analysis results found that the device was returned empty and with an unformed clip in the jaws. The firing sequence was completed and the clip was formed as intended. The device locked out as intended. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open blood vessel procedure, the clips could not be fed into the jaw properly and the deployed clips were teardrop-shaped from the 10th firing. Another device was used to complete the case. There were no adverse consequences for the patient.